Event description:
Health care professional requested evaluation after 2 pts reportedly expired within 1 month of each other during hemodialysis on device. Incident: pt tolerated treatment without incident or complaints until 1/2 hour into treatment. Pt was laughing and joking and then jolted out of chair. Pt code was called and an attempt to resuscitate was initiated. Pt was transported to ER via ambulance. Pt was pronounced dead in ER. Cause of death: myocardial infarction. Pt did not take cardiac medications. Pt weighed in 6kg over dry weight at initiation of treatment. Health care professional reported pt is a chronic fluid abuser and center does not usually get pt to dry weight. No device malfunction was indicated and health care professional does not contribute this event to the baxter 550 device.